Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call fasting ((B)(6) 2015; 6:51am) with results of 447mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 56mg/dl - (B)(6) 2015 - 06:54am; 61mg/dl - (B)(6) 2015 - 06:54am; 69mg/dl - (B)(6) 2015 - 06:54am; 62mg/dl - (B)(6) 2015 - 06:54am; 72mg/dl - (B)(6) 2015 - 06:54am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.